Event description:
It was reported that while the lens was being inserted the trailing haptic was caught between the plunger and the tip of the inserter. The incision was enlarged to remove the lens and another lens of the same model was implanted. This report refers to the patient's right eye. Ref MDR#: 1313525-2015--01544 for the inserter involved in the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.